Event description:
Patient with carcinoma of the mandibular gingiva was treated with a plate and 8 screws on (B)(6) 2011. The matrixmandible screw dia. 2.4mm and the matrixmandible angle recon plate were implanted at the mandibular reconstruction (no excision and no grafted bone). The surgeon reported that the plate was not covering the head of the bone. Surgeon continued the procedure and implanted the plate. X-rays taken on (B)(6) 2012 showed one of the screws as loose and not seated in the plate. On (B)(6) 2012, the surgeon performed revision surgery to replace the plate with a locking recon plate. Prior to removal of the loose screw, it remains unclear if the damage to the screw head occurred during the initial procedure or during screw removal. The surgeon was unable to determine how the screw was damaged or how much torque was applied during original screw implantation. Reportedly, the patient was unaware of the damaged screw. All hardware was removed. The original plate was reported as without having deformity. The patient's diet consisted of liquid food that required minimal chewing, therefore, the power for the dental occlusion was not applied to the lower jaw. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Device was used for treatment. Investigation coordinated by synthes (B)(6). Report received indicates the measurable dimensions of the broken screw were checked and found to be in accordance with the technical drawings and ao/asif specification. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. The head of the screw was separated in several single parts due to excessive applied mechanical force which was needed to remove the screw. It is possible that too high applied torsional force, beyond its calculated design is the reason for the breakage.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of the manufacturing records has been requested.